Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl and other blood glucose was 130 mg/dl, 140 mg/dl/, 200 mg/dl and 250 mg/dl. The customer was treated with insulin pump for high blood glucose and also treated with food and glucose tablets for low blood glucose. Customer stated that the insulin dripping from end of set before connecting at their site. The customer stated that the drive support cap was normal. The customer also stated that they did not allege insulin pump was under and over delivering. The customer also stated that they had tried all remedies. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime or a33 test due to loose drive support disk. Unable to verify excessive no delivery alarm due to loose drive support disk.